Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000522; lot/serial: unknown. A medtronic representative went to the site to test the equipment. Testing revealed the mvs would not power on causing the ias not to charge. The fuses were replaced. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not charging. There was no patient involvement.